Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the care team experienced a loss of dexcom g7 glucose readings for approximately two hours while using the ilet system, after which standard troubleshooting was performed and the sensor was replaced with successful warmup; the patient subsequently had elevated glucose attributed to meal intake during the data gap and additional food after a meal announcement, and the ilet displayed alert 264. Symptoms included hyperglycemia. Outcomes included no reported hospitalization and glucose trending downward by the end of the call. Investigation included technical troubleshooting, user education, and confirmation of resumed sensor function after replacement. Investigation of this case revealed that the dexcom g7 sensor was not providing glucose values prior to replacement, which limited automated insulin adjustments and contributed to hyperglycemia; no device hardware issues with the ilet were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.